Event description:
There was an allegation of questionable elecsys tsh assay and elecsys ft4 assay results for 1 patient sample on a cobas e411 immunoassay analyzer. The initial tsh result was 0.005 with a data flag. The sample was repeated and the result was 1.70. The initial ft4 result was 7.77 with a data flag. The repeat result was 2.14 with a data flag. The units of measurement were not provided. No erroneous results were reported outside of the laboratory. The repeat results were deemed correct. The reagent lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
The field service engineer (fse) found leaking sample tubing and replaced it. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.